Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced an air detected set three times. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of false air in line alarms was confirmed during product evaluation, however the cause was not identified. There were no repairs performed for the reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Similar reports have been received for this reported problem. The root cause investigation is in progress through (B)(4).